Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient experienced lack of efficacy with therapy. The catheter revision was performed on (B)(6) 2012. The catheter was revised due to lack of spinal flow from the distal segment. It was noted that the patient was unable to ambulate at 100mcg/day. After several attempts using fluoroscopy to ensure that the needle was engaged into the port, the physician decided to put the patient on minimal rate and wait until the catheter and pump tubing cleared. The pump was left in minimal rate and the number of days were calculated to ensure that when the length of the internal tubing and catheter were reached the pump would be reprogrammed to reflect the new concentration and dose. A follow up with the physician was planned. It was noted that the patient recovered from the surgery. The pump delivered baclofen.

Event description:
It was reported that the catheter was "recently revised" and the pump was started at approx 100 mcg/day, which was "thought to be too high of a dose for the patient." The concentration was 2000mcg/ml and was now replaced to 500 mcg/ml, and healthcare provider (hcp) wanted to start the patient at 24 mcg/day. However, they could not program a bridge bolus, so hcp tried to aspirate from the catheter to clear it of drug, but could not aspirate through the cap (catheter access port); "even though it seemed to be working when the pump was running." Additional information has been requested; a follow-up report will be sent if it becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk.

Event description:
Additional information stated when the physician tried to aspirate the catheter through the catheter access port he got ¿little drops out, but never got a cc.¿ it was noted that the drops were bloody or blood tinged.

Manufacturer narrative:
(B)(4).